Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings. The reading was 270 mg/dl at the time of the call. During the call, the customer began to sweat and shake. The paramedics were called to the customer's home to assist. The paramedics reported a blood glucose reading of 220 mg/dl. The paramedics also assisted the customer in changing the infusion set.